Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an increase of the pacing threshold and on the shock impedance, to the point of reaching high out of range shock impedance values. Upon technical services (ts) review of the device data, the reported observations were confirmed and troubleshooting suggestions were provided. The ICD system remains in service. No adverse patient effects were reported.